Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle would not retract after push button activated with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the ultra touch needle did not retract after push button activation.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for retraction failure with the incident lot was observed. Additionally, evaluation of the customer samples was performed and retraction failure was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that during use the needle would not retract after push button activated with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that the ultra touch needle did not retract after push button activation.